Event description:
It was reported during surgery, the thread on the screw separated from the screw shaft while inserting the screw. The screw was removed, and the loose thread of metal was washed out of the patient's surgical wound. No adverse patient consequences were reported.

Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The returned screw was inspected under magnification. The screw showed extreme damage to the locking threads of the screw just after the transition from the shaft to the locking threads, with the recess intact with minimal signs of damage. It is possible that this is from the cross-threading between the screw and the threads of the plate. A plate was not returned to confirm failure, therefore, no definitive conclusion could be made. Corrected data: investigation findings code updated to: 3243 device manufacture date entered.